Event description:
Initially a customer left a voice message for baxter product surveillance (ps) to inquire about any possible issues with unspecified solution bags. Caller stated she was "not sure she has a valid concern," and during the course of the message reported recent peritonitis. On (B)(4) 2011 baxter product surveillance and baxter global pharmacovigilance contacted a peritoneal dialysis nurse (pdn) at the dialysis clinic and received the following information. On an unspecified date in 2005 the patient began dialysis treatment with an unspecified dialysis solution using automated peritoneal dialysis (apd). The pdn reported that on (B)(6) 2011 the patient was diagnosed with recurrent bacterial peritonitis. The pdn declined to provide patient information, but provided the patient's initials and date of birth. The patient was not hospitalized for the peritonitis and was treated with unspecified antibiotics (doses and frequencies were not reported). Concomitant medications were not provided. The outcome for the event of recurrent peritonitis was reported as ongoing. The pdn was not aware of any issues relating to a baxter peritoneal dialysis solution or bag. There was no report of a product allegation. The pdn stated the cause of the peritonitis was unknown and stated the patient has been infection free for years. The pdn stated she did not believe the cause of the recurrent peritonitis was related to a baxter device or solution.

Manufacturer narrative:
(B)(4). The following was reported in the initial MDR and is not applicable to this event. "The pdn reported that on (B)(6) 2011 the patient was diagnosed with recurrent bacterial peritonitis." The nurse stated that on an unreported date they had originally thought the (B)(6) 2011 episode of peritonitis had resolved; however, they were wrong (reported in manufacturer report number 1423500-2011-14935). In (B)(6) 2011, the patient developed recurrent peritonitis. The recurrent peritonitis was manifested by abdominal pain, nausea, and cloudy effluent. The patient was on peritoneal dialysis therapy, intraperitoneally (ip) nightly. Pd therapy was ongoing.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress through CAPA (B)(4).the root cause is undetermined.